Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage from catheter hub. According to the customer's report, the hcp conformed backflow of blood and then saw the blood leaking from the catheter hub.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2/22/2022. H6: investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received five photographs which displayed views a used 22ga bd insyte autoguard blood control IV catheter adapter with traces of media present and the top web (label) from a package. In addition, one used 22ga bd iag bc pro IV catheter adapter and top web (label) were received which are in similar condition to that as seen in the provided photos. Through the visual/microscopic observation of the catheter adapter assembly there is a hole with an opening in the adapter. The sides of the hole / opening have smooth surfaces indicating that it most likely results from the molding process. The missing material as observed, is most likely a result of a short shot during the molding process. A water/air leak test was performed where leakage was observed at the hole in the adapter. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage from catheter hub. According to the customer's report, the hcp confirmed backflow of blood and then saw the blood leaking from the catheter hub.